Manufacturer narrative:
(B)(4). Batch #: 670a87. Investigation summary: the product was returned to ethicon suzhou for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with the anvil knife slot damaged and an ecr45d reload present. The reload was received partially fired 1/10 with the pan detached from the reload and with 10 double drivers missing, making the reload non-functional. No functional test was performed due to the condition of the device. Regarding the damage of the reload, dislodgement as a result of the removal of the reload from the device is the most likely scenario. Please reference the instruction for use for more information. It is also possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. Regarding the damage of the knife slot, it is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot/batch number: x94f8c and no non-conformances were identified. Manufacturing date: on 03/02/2022, expiration date: 01/31/2025.

Event description:
It was reported that during the surgery the device could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.